Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of an out of range signal was not confirmed. A root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a possible out of range issue on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).